Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of lo blood glucose results via daughter, (B)(6). Expected blood glucose test result ranges are 71-75mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot not verified since customer does not have strips. Recall test results performed non-fasting from meter memory: 1: lo (B)(6) 2015 03:23pm . 2: lo (B)(6) 2015 01:02pm . 3: lo (B)(6) 2015 01:00pm . 4: 70mg/dl (B)(6) 2014 12:14pm. 5: 265mg/dl (B)(6) 2014 11:07pm . Adverse event not reported.

Event description:
Consumer complaint of lo blood glucose results via daughter, (B)(6). Expected blood glucose test result ranges are 71-75mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot not verified since customer does not have strips. Recall test results performed non-fasting from meter memory: lo, (B)(6) 2015, 03:23pm; lo, (B)(6) 2015, 01:02pm; lo, (B)(6) 2015, 01:00pm; 70mg/dl, (B)(6) 2014, 12:14pm; 265mg/dl, (B)(6) 2014, 11:07pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.